Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "pain and they shift". Patient additionally reported "rupture". Patient also reported "they suffer from an autoimmune disease"; this is not device related. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, capsular contracture, baker grade unknown ,and seroma.

Event description:
Patient reported unknown side "pain and they shift". Patient additionally reported "rupture" and "still have fluid build up but it is not uncomfortable". Healthcare professional reported left side rupture, "double capsule," "pain and discomfort," "extremely adherent to ribs," "capsular contracture," baker grade unknown. Patient also reported "autoimmune disease", "they have gotten depressed", "fluid has gotten infected¿, and "they had a 101 degree temperature for seven days"; these are not device related. Device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture, "double capsule," "pain and discomfort," "extremely adherent to ribs," and "capsular contracture," baker grade unknown.